Event description:
New information received noted that the patient presented for an explant procedure on (B)(6) 2021. During the procedure, a torque wrench was inserted into the atrial lead connector of the pacemaker header, but it could not loosen the set screw. The physician suspected that the set screw was stripped and the septum was destroyed, exposing the set screw. However, the set screw was still unable to be loosened despite multiple attempts. The competitor atrial lead was cut; the pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported compliant was estimated remaining longevity anomaly and a-setscrew could not be untightened was confirmed. Analysis found corruption of the measurement calibration constants. The longevity estimator uses the battery data that was found corrupted therefore gave the wrong longevity estimate. Battery depletion was normal. Also, analysis found that calcified blood was filling the atrial-setscrew inset. The calcified blood was preventing the wrenches from engaging the a-setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood making it difficult to engage the setscrew to untighten it. The blood most likely came through the hole punched through the septum by the torque wrench during the implant procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the pacemaker reached elective replacement indicator (eri) earlier than expected. When the eri was cleared due to suspicion of mismeasurement, all device measurements became labeled as "data not read" even after several re-attempts. Device replacement was discussed due to concern that the device had prematurely reached eri. There were no patient consequences.